Manufacturer narrative:
The subject device was returned for device investigation. Based on the results of the investigation, the reported issue was confirmed. It was noted the ceramic head (insulation beak) was broken. However, the root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during set up / inspection for use, the inner sheath, for 26 fr. Outer sheath, the ceramic head has a malfunction. There was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection, and the ceramic head was broken. Based on the results of the investigation, it is likely caused by a component failure of the ceramic head (insulation beak). The insulation beak failure is mechanical component problem, but the cause of insulation beak failure could not be determined. The most likely cause is impact, dropping, shock or similar stress. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.